Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using stago / neoplastine. At 9:15 am, the meter result was 3.3 inr. At 9:40 am, the laboratory result was 2.4 inr which was believed to be correct. There was no allegation of an adverse event and no treatment was received. The therapeutic range was 2-3 inr. The customer was not anemic, not polycythemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no coumadin dose changes, no new medications, no diet changes, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's meter and test strips were received for investigation and were tested with quality control materials. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.